Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified concentration of cyclophosphamide. After an unspecified length of time in use, the customer contact reported the tubing separated from the clave y-site. It was reported that approximately 200ml of solution leaked onto the patient and the bed. The solution that spilled was cleaned up according to the user facility's protocol. The tubing set was replaced, and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.